Event description:
The service company reported, "unit shut down after 30 minutes. While burning unit in on our test shelf, unit did fail after approximately 30 minutes. Unit kept resetting and chirped. No alarm condition was active with an open patient port. Display was disc/sense, but no alarm was present."